Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon valvuloplasty, deployment of the prosthetic valve, and the overall tvr procedure. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device was used in an off-label implantation in a native mitral valves there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.  Atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of the native valve and calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional surgical valve replacement, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tvr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. It is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per review of received medical records, after implantation of a 26mm sapien 3 valve in the mitral position, a complete heart block was observed and a ppm was implanted.

Manufacturer narrative:
Reference CAPA-20-00141.